Event description:
During a coronary artery drug eluting stenting treatment procedure, a complete shaft fracture occurred. The lesion being treated was moderately calcified, 60% stenotic lesion in a moderately tortuous mid right coronary artery. After two predilations a taxus express2 2.75 x 24 mm stent was successfully deployed in the distal lesion. The physician then attempted to place a taxus express2 3.0 x 24 mm stent in the proximal lesion. However, as the physician attempted to cross the proximal lesion significant resistance was felt and the taxus express2 3.0 x 24 mm catheter shaft fractured into two pieces. The fracture occurred outside of the pt's body approximately 25 cm from the proximal end. The physician removed the catheter with no complications. The procedure was successfully completed with a taxus express2 3.0 x 16 mm stent. No pt injuries or complications were reported. Pt status is reported to be "satisfactory/good."